Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The reported issue with failing pressure transducer test has been confirmed during evaluation of received problem description. Our field service engineer was on site to investigate the reported issue further but recommended repair was not accepted by the customer. There is no information on how or if the issue was resolved.

Event description:
It was reported that the ventilator failed the pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref.#: (B)(4).